Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and after performing a test run, the reported issue could not be duplicated; however, the 1124 error code was logged in the event log. Therefore. The pse replaced the lithium-ion battery for preventive measures. Per good faith effort (gfe) response, the defective battery was found to be more than 5 years old based on the date of manufacturing. Per the user and service manual for v60, the battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1124 "battery failed" alarm error appeared during periodical device checking. There was no patient involvement at the time the issue was discovered. The device kept operating when the alarm occurred. There was no reported delay in therapy. No patient or user harm was reported.